Event description:
Hosp personnel were attending to a pt, condition unk. Allegedly the device would not power up either on battery or ac power. A back up device was obtained and used to continue treatment. There were no adverse effects to pt care reported as a result of the alleged malfunction.